Event description:
It was reported that the patient accidentally filled the ilet pump with long-acting insulin instead of fast-acting insulin and experienced hyperglycemia around 310 mg/dl; the patient was instructed to disconnect from the pump and contact their healthcare provider, and they transitioned to alternate therapy while the long-acting insulin wore off. Symptoms included hyperglycemia. Outcomes included no hospitalization and gradual improvement as blood glucose trended down during the call. Investigation included troubleshooting and user education. Investigation of this case revealed user setup error with incorrect insulin type loaded into the pump; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.